Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a capsule which failed to attach. The capsule was placed in position, applied suction and clearly saw that the mucosa was sucked into the vale. However, rotating the plug after firing showed resistance for the plug to rebound. After shutting off the suction and withdrawing the introducer, the capsule dislodged. It showed a moment of attachment though, it showed the same resistance force on the rebound of the plug for the second capsule after the firing, but this time the attachment was successful. The patient was prepped and under anesthesia. No harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. This was the physician's first time performing the procedure, and they were trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with and without finger) was 580. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will not be returned to given. The physician is not clear to what caused the failure to attach.